Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that patient possible had stroke or transient ischemic attached (tia). It could be possible related to the device or therapy but unknown at this time. It was indicated that patient experienced slurred speech but since it has been resolved. The change in symptom was considered sudden

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.